Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac . The complaint of gas leaking was confirmed when turning on device. This was isolated to a faulty I/o assembly block. Additional repairs included: replaced faulty I/o block assembly and faulty demand valve body. Replaced worn serial number label. Upgraded nrv assembly and smc check valve. Installed service kit 510a3039. Performed pm, recalibrated, cleaned device and affix service label. Device then passed all functional testing.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac is leaking gas. The customer requested serial number needs to be more readable. No patient adverse events reported.